Event description:
A customer reported that a system message displayed before surgery, causing a "significant delay", the length of the delay is unknown. There was no harm to the patient. It is unclear if the patient had received anesthesia at the time of the event. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system, and the customer reported system message (sm) was observed upon cassette insertion. After a restart, the sm was still present. The company representative replaced the fluidics module. Preventive maintenance was performed. The system was then tested and met product specifications. The root cause has not been determined. (B)(4).